Event description:
During troubleshooting for a check patient line alarm, it was reported that the homechoice automated pd set with cassette had air in the patient line during initial drain. The home patient (hp) was connected. There was nothing found during troubleshooting that could have caused or contributed to the reported event. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.